Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device reload was difficult to load. Also when trying to fire the device could not be fire even if the signal light turned green.